Manufacturer narrative:
According to the customer the user fell and "cut her arm on the bottom of the unit requiring stitches on her arm as it was a 7-inch cut". Per the customer they did not have additional details regarding how the user fell. The customer was unable or unwilling to provide additional details after numerous attempts. The device has been requested for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer the user fell and "cut her arm on the bottom of the unit requiring stitches on her arm as it was a 7-inch cut".